Event description:
It was reported that the t:slim x2 pump battery would not charge despite attempts with various charging cables and wall adapters. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy. Tandem technical support decided to replace the pump, ensuring that the customer was informed of the return process and offered training for the new equipment.